Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Integra received from the FDA a maude event report of voluntary report number (B)(4). The event description states: on (B)(6)-2009: while removing the patient's spinal catheter, the catheter sheared off and an 18cm portion was retained in the patient's spinal column. Following neurosurgery consult, the retained catheter portion was felt to be of little clinical significance and surgical intervention was not recommended. While this patient did not have any adverse outcome, other practioners may be experiencing breakage problems with this particular type of spinal catheter. Integra has contacted the reporter to request additional clinical information and return of the product for evaluation.